Manufacturer narrative:
The serial number was not provided.

Event description:
Information was received indicating that the cadd pump displayed that there was no disposable attached. It was also reported that upon inspection the patient noted a green piece of cassette is broken. The patient re-mixed the medication using a new cassette. The infusion was life sustaining and the patient was able to continue the therapy. There was no injury to the patient.